Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. The reported problem (patient death) was confirmed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Device manufacturer date: monitor: 01/01/2015, electrode belt: 08/19/2014.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest on (B)(6) 2020. The patient was at home at the time of passing. Review of the download data, indicates the patient experienced a treatment event of 15 shocks. The patient received treatment 1 at 13:22:55 and the rhythm at the time of the treatment was atrial fibrillation (af) at 130 bpm. The post shock rhythm was af at 100 bpm. Treatment two occurred at 13:23:21 when the patient's rhythm was afat 120 bom with nonsustained ventricular tachycardia (nsvt) and motion artifact. The patient's post-shock rhythm was af at 100 bom with nsvt. Treatment three was at 13:23:50 when the patient's rhythm was at 100 bpm with nsvt with a post shock of af at 150 bpm with nsvt. Treatment four occurred at 13:24:24 when the patient's rhythm was ventricular tachycardia (vt) at 290 bpm. The patient's post shock rhythm was vt at 270 with nsvt that transitioned into sinus tachycardia at 100 bpm with pvc's and motion artifact. The treatment was unable to convert the arrhythmia. The patient experienced a fifth treatment event at 13:28:32 when the rhythm was bradycardia at 65 bpm, the post-shock rhythm was an induced vf. Treatment six was at 13:29:00 and the patient's rhythm was bradycardia at 40 bpm with pvc's and nsvt and the post shock rhythm was bradycardia at 35 bpm with intermittent nsvt. Treatment seven was at 13:29:34 and the patient's rhythm was af at 60 bpm with intermittent nsvt, and the post shock was af at 130 bpm with intermittent nsvt. The patient was in vf at the time of the eighth treatment at 13:30:06 and the post shock rhythm was bradycardia at 30 bpm with intermittent nsvt. Treatment nine was at 13:33:12 and the patient was in bradycardia at 45 bpm and the post shock rhythm was bradycardia at 4 bpm with pvc's and intermittent nsvt. Treatment ten was at 13:34:25 and the patients rhythm was bradycardia at 45 with bigeminal pvc's and the post-shock rhythm was an induced vf rhythm. Treatment eleven occurred at 13:37:13 and the patient's rhythm was bradycardia at 45 bpm with nsvt. The patient's post shock rhythm was induced vt/vf that transitioned to bradycardia with bigeminal pvc's. The patient experienced a twelfth treatment at 13:41:35 and the rhythm was vt and the post shock rhythm was a sinus rhythm at 70 bpm with nsvt and motion artifact. Treatment thirteen occurred at 13:47:39 when the patient's rhythm was bradycardia at 40 bpm with nsvt and motion artifact, and the post shock was bradycardia at 40 bpm with pvc's nsvt and motion artifact. The patient was in vt at 260 bpm at the time of the fourteenth treatment at 13:51:07 and the post shock rhythm was a sinus rhythm at 65 bpm with nsvt. Treatment fifteen occurred at 14:22:55 when the patient's rhythm and post shock rhythm was asystole with motion artifact. The patient was in asystole at the time of the electrode belt disconnection at 14:29:39 on (B)(6) 2020. No deficiencies were alleged against the lifevest. There is no indication of a device malfunction causing or contributing to the event.